Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complaints team received an abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding the patient that endured left femoral artery site bleeding with a " possible" relationship to the impella device used: "patient, after impella cp implant, had increasing oozing at site. Firm pressure was applied for few hours. Patient was taken back into or for impella 5.5 placement and removal of cp impella. Patient had left femoral artery repair and left groin cutdown. Patient's hemoglobin/ hematocrit (h/h) was monitored for bleeding throughout. Baseline h/h unknown. Nadir h/h=6.9/22.¿. The patient recovered with no sequelae. The patient's outcome at explant was noted as survived.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email revised on manufacturer device report 1220648-2024-17588 in accordance with updated procedures.